Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited several oversensing episodes which show noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.